Event description:
It was reported that the patient felt a vibratory alert. It was discovered through a manual transmission that the patient's right ventricular (rv) lead exhibited high defibrillation impedance above its upper limit. No intervention took place at the time and the patient would continue to be monitored. The patient was in stable condition.